Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-jun-2023. H6: investigation summary it was reported there were liquid drops in the syringe. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed. First, with an unaided eye and then with 10x magnification. Under the 10x magnification the lubricant was observed at the bottom of the syringe barrel. The photo provided shows a syringe with what appears to be droplets of lubricant at the bottom of the syringe barrel. No other defects or imperfections were observed. The lubricant is applied to the inner wall of the syringe barrel and rubber stopper to allow for smooth movement of the plunger rod. The lubricant in the syringe is not considered a defect. A device history record review was completed for provided material number 309653, lot 3053957. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that prior to use with bd 50ml luer-lok¿ syringe sterile, single use "liquid" foreign matter was discovered in the syringe. The following information was provided by the initial reporter: liquid drops found in the syringe after taking from overwrap.

Event description:
It was reported that prior to use with bd 50ml luer-lok¿ syringe sterile, single use "liquid" foreign matter was discovered in the syringe. The following information was provided by the initial reporter: liquid drops found in the syringe after taking from overwrap

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.